Manufacturer narrative:
The product was not returned for evaluation. (B)(4).

Event description:
Complaint 3 of 3. The doctor then requested a third (3rd) 8 fr 50cc mega and inserted the catheter with resistance, but did get it into place. Once the doctor tried to aspirate, the doctor was unable to draw back blood. The doctor said he manipulated the catheter and was still unable to aspirate with a 10cc syringe. The doctor was never able to aspirate the lumen with this catheter.